Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and passed the vibrator tests. A review of the downloaded data log did not find any errors related to the customer complaint. A "try it' manual functional test was performed and the test passed. The receiver case was opened for further evaluation. The vibrator motor was measured for resistance and the resistance was within specification. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.